Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery alarms from the insulin pump. The patient's blood glucose of the time was 114 mg/dl. The no delivery alarm occurred during basal/bolus/fixed prime. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that the pump did not alarm no delivery. The insulin pump will not be returned for analysis.